Manufacturer narrative:
Based on the available info this event is deemed a reportable malfunction. The territory manager educated the nurse on positioning of the pt and insertion into rectal vault and not the sphincter area. The territory manager also reported the nurse stated they were able to deflate the water from the balloon by cutting the flexi-seal fms device catheter right above the inflation port and the water came out of the balloon. The device was used a pt and the fms device was removed without incident. A follow-up phone call was requested to acquire the lot number of the device on (B)(4) 2014, however no add'l info was obtained. No add'l pt/event details have been provided to date. Should add'l info become available a follow-up report will be submitted. A return sample for evaluation is not expected. The lot number was not provided. Therefore, we are unable to determine the specific manufacturing site.

Event description:
A territory manager received report from a wound ostomy continence nurse who stated they were unable to deflate the fms single balloon in a pt upon removal of the fms device. The territory manager reported "he had them try to withdraw water from balloon via inflation port and no water could be withdrawn. No air could be pushed in either."